Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. At the collar, there was a twist to the weld plate just proximal to the collar, and the collar was partially detached. The twisting is indicative of twisting or torquing the device during use. Just distal to the collar, the shaft was kinked. At 7.7-8.6cm from the collar, the shaft was flattened. The partial collar detachment, flat shaft, and shaft kink found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device investigations completed on 24jun2022. It was reported that the device did not cross the lesion. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the physician tried to deliver the device to increase the back support. However, the device did not cross because of severe calcification. The procedure was completed with a different device. There were no complications reported and the patient is fine. However, device investigations revealed that the collar partially detached.